Manufacturer narrative:
Device evaluated by MFR: the enroute transcarotid stent system (tss) was returned for analysis. During visual inspection, the shaft of the stent exhibited a separation on the outer shaft.

Event description:
It was reported that there was difficulty removing the stent delivery system. The patient presented as symptomatic. An enroute transcarotid stent system was selected for use for a right transcarotid revascularization (tcar) procedure. During the procedure, the stent failed to deploy as the surgeon unknowingly pinned the catheter near the sheath hub. After repositioning the delivery system, the interventional cardiologist attempted deployment but mistakenly pushed the hypotube forward instead of using the pin-and-pull technique, resulting in a broken hypotube and failed stent deployment. The physician proctor then recommended removing the delivery system. Resistance was felt during removal over the guidewire, but the delivery system was ultimately removed and found to be damaged. The device was exchanged, and a new stent was successfully deployed. The procedure was completed with no patient complications reported.

Event description:
It was reported that there was difficulty removing the stent delivery system. The patient presented as symptomatic. An enroute transcarotid stent system was selected for use for a right transcarotid revascularization (tcar) procedure. During the procedure, the stent failed to deploy as the surgeon unknowingly pinned the catheter near the sheath hub. After repositioning the delivery system, the interventional cardiologist attempted deployment but mistakenly pushed the hypotube forward instead of using the pin-and-pull technique, resulting in a broken hypotube and failed stent deployment. The physician proctor then recommended removing the delivery system. Resistance was felt during removal over the guidewire, but the delivery system was ultimately removed and found to be damaged. The device was exchanged, and a new stent was successfully deployed. The procedure was completed with no patient complications reported.